Event description:
It was reported that over the course of six months, a decrease in battery longevity from nine and a half years remaining to four years remaining was observed. It was alleged that the device battery was prematurely depleting. The device was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. The device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that over the course of six months, a substantial decrease in battery longevity was noted from this device. It was alleged that the device battery was prematurely depleting. The device was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. The device was received for analysis and is currently pending investigation conclusion. Once the analysis is complete, this record will be updated with results.

Event description:
It was reported that over the course of six months, a substantial decrease in battery longevity was noted from this device. It was alleged that the device battery was prematurely depleting. The patient is pending a device explant and replacement procedure to resolve the event, but this has not yet occurred. At this time, the device remains implanted and no adverse patient effects were reported.